Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B) (6) 2010. According to the complainant, three days post procedure on (B) (6) 2010, the patient had peritonitis. The physician reported there was cicatricial tissue due to a gastric ulcer. A computerized tomography (CT) was performed and confirmed yellow bile, ascites and that the bumper of the device partially detached. The physician performed an abdominal wash. The patient is currently not being fed by gastrostomy. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).